Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported barewire stretched tip coils and separation was confirmed. The reported difficult to insert could not be replicated due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the reported difficulty loading the filter and damage to the delivery catheter and barewire tip appears to be related to operational context. It is likely that during preparation of the device, and during removal from the loading tray, the tip of the barewire became compromised due to inadvertent mishandling causing the stretched tip coils and noted core separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the large emboshield nav 6 embolic protection system (eps), the filter was not able to be loaded into the delivery catheter (dc) pod. During the loading attempt, the barewire coil became stretched and the core separated. Therefore, the eps could not be used in the procedure. Another emboshield nav 6 eps was prepared and used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.